Event description:
Ous MDR - after an implant duration of about 1 month declining sensing values on this right ventricular lead were noted. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the shock coil which occurred most likely during surgery. During analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.